Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. The 2.0 x 15 mm mini trek balloon catheter was advanced to the lesion with some resistance noted with the anatomy. The balloon was inflated at a nominal pressure. As the vessel was not fully dilated due to the calcification, the pressure was increased; however, the balloon ruptured at 10 atmospheres (atm). A non-abbott balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.